Event description:
During troubleshooting for an unrelated alarm on the home choice (hc) machine, it was reported there was air in the patient line during the initial drain phase of peritoneal dialysis therapy. The home patient (hp) was connected. The hp stated there was a lot of air in the patient line and the fill volume was not increasing. Troubleshooting was unable to determine the cause of the air. The technical service representative reviewed proper procedures with the hp and assisted the hp in ending therapy. The hp would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.